Event description:
Segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.

Event description:
Segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided.